Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 282 mg/dl, 59 mg/dl, 63 mg/dl, and 66 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.